Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 7 patient samples on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample. The sample was repeated after calibration and qc failed following the initial sample run. The initial na result was 1049 mmol/l on ise 1. The repeat result was 136 mmol/l on ise 2. The initial k result was 31.6 mmol/l on ise 1. The repeat result was 3.6 mmol/l on ise 2. The initial cl result was 2579 mmol/l on ise 1. The repeat result was 99 mmol/l on ise 2. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer stated that calibration and qc were acceptable prior to the event. The field service engineer (fse) found that a diluent valve was clogged and cleared and cleaned it. Ise checks were performed successfully. The customer ran qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.